Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient with the diagnosis of covid-19 had a trach placed roughly two weeks ago. A few days after the initial trach change, the patient experienced loss of tidal volume on the ventilator. The trach was removed, and it was noted that there was damage to the cuff. The trach was replaced with another, which was tested with air prior to insertion but subsequently experienced cuff leakage as well. The second trach was removed and replaced. Again, the cuff was tested with air prior to insertion and presently had another leak but had been minimal and managed with the application of an "intellicuff" which was still attached to the pilot balloon.